Event description:
According to the information received, a 4mm amplatzer duct occluder (pda) was deployed and the pda jumped slightly into the aorta. An attempt was made to snare the device, but was unsuccessful. An angiogram was performed and revealed the pda was not obstructing the aorta and the decision was made to leave the device in place and monitor the patient.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the product involved n this event, remains implanted in the patient and the cause of the malposition remains unknown. Device remains implanted in patient.